Event description:
A customer contacted global technical services (gts) regarding a heater line that came disconnected from the heater bag on the home choice (hc) during use and the home patient (hp) stated she reconnected the heater line to the heater bag and continued therapy. There were no alarms received. The technical service representative (tsr) had the hp close the transfer set, press stop, recycle power to power restored and then end therapy. The tsr advised the hp anytime a line disconnects that she could not reconnect the line and continue therapy. The tsr advised the hp that she would need to inform the peritoneal dialysis registered nurse (pdrn) of the line disconnecting and her reconnecting the line and continuing with therapy. The hp would do a manual exchange and contact the pdrn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.